Event description:
It was reported to olympus that the video system center had an e-105 lighting lamp error. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to led unit failure. It was also noted that the inspection screen became "purplish". The battery on the circuit board had run out. The light guide connector was also worn out. The chassis and top cover were deformed and the front panel was damaged. The video connector received contact corrosion. There were no other issues noted with the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty led unit could not be identified. Olympus will continue to monitor field performance for this device.